Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in setline) alarm occurred during the drain phase on the homechoice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the caller in removing the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.